Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 21-may-2024, it was reported by the patient parent that he receives an insulin flow blocked alarm. No further information was available.